Event description:
The customer reported that when holding the monitor ceiling suspension (mcs), it fell approx 30 cm. Nobody was physically injured.

Manufacturer narrative:
(B)(4). Method: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Eval result: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Eval conclusion: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.